Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic during a follow-up with ra lead dislodgement. The patient was presented for the lead revision. Chest x-ray revealed dislodgement. An attempt to reposition the lead was unsuccessful due to the lead being stuck in the muscle, around the can. When the physician pulled the lead the helix bend. The lead was explanted and replaced. The patient was stable and recovering.